Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue or/and user had an inaccurate reference.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that he feels well and requires no medical attention. The customer's expected blood result is 170-180mg/dl fasting. Verified the strips expire 10/14/2018. Customer confirms the strips have been properly stored and were first opened 2/15/2016. The customer performed a blood test and obtained 491mg/dl. Reviewed meter memory: (B)(6). Memory concerns: 545,hi, 425-customers main concern is all results that are higher than his expected results. Customer believed his results are inconsistent because his results are higher than his expected range of 170-180. When viewing meters memory time and date were incorrect and memory included a result of hi.